Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was returned inserted through a non-medtronic trocar. The firing rod was noted to be extended about two inches from home position. Damage was noted to the distal tip of the firing rod. There was a large gap noted between the adapter body and the proximal cap. The firing and articulation trilobe couplers were found to be depressed. Functionally, the adapter was connected to the gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 33 of 50 procedures remaining. Due to the damage to the proximal end of the adapter, further functional testing could not be performed. The adapter body was opened. The articulation mechanism was found to be extended distally, beyond normal bounds. The proximal cap was removed and damage to the core housing, proximal cap, and rotation gear was found. It was reported that the device fired partially, there was an undefined powered stapler-handle or adapter error, and the instrument locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from t he information available. The evaluation detected an unreported condition: adapter housing damage (proximal cap and core housing), firing rod damage, rotation gear damage, firing rod out of home position, and articulation mechanism out of home position. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: uart communication error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown), sigtrsb45amt 45mm med thk reinforced rel (lot#: n3l1846y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device paused halfway during firing and got stuck and would not continue to fire. Display had a triangle exclamation icon over the adapter section. Staff reattached the handle, tried manual retraction, and tried a reset, but nothing worked; the unit had closed down on tissue and was stuck. Staff put another stapler in and used that stapler to complete the case. Stuck closed on tissue, there was a slight delay. There was no patient injury.

Manufacturer narrative:
Correction: b5, h3, h6 (fdm, fdc, fdr) additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device paused halfway during firing and got stuck and would not continue to fire. Display had a triangle exclamation icon over the adapter section. Staff reattached the handle, tried manual retraction, and tried a reset, but nothing worked; the unit had closed down on tissue and was stuck. Staff put another stapler in and used that stapler to complete the case. There was a slight delay. There was no patient injury.